Event description:
Boston scientific received information that during routine follow up, the physician noted a sudden increase in the left ventricular (lv) pacing impedance. It was noted the increase began in october and was >2000 ohms. A high out of range lv pacing threshold measurement and no capture were further noted. The physician suspected a lead fracture occurred when there was no improvement to the parameters upon changing the lv pacing configurations. The physician decided to abandon the lv lead electrically and reprogram the device to ddi. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.